Manufacturer narrative:
Manufacturers ref# (B)(4). Other health care professional. Investigation is still in progress.

Event description:
Description of event according to initial reporter: "doctor said he hit the red button and the blue button and the filter would not deploy. Hit blue button 4 times and had to push filter off deployment system and now it's almost lateral. Doesn't know if the filter was caught or what. Jugular access for the procedure." Patient outcome: planned for retrieval in 2 weeks.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: physician informed that he had trouble deploying the filter. He pushed the red button and pushed the blue button 4 times and the filter would still not deploy. He had to push the filter off the deployment system and the filter was placed in an almost lateral position. No adverse effects to the patient due to this occurrence has been reported. One fluoroscopic image was provided for the investigation and an imaging review was performed. Per imaging reviewer´s findings, ¿single very poor-quality screen shot of a fluoroscopic image following deployment of a celect platinum ivc filter demonstrates a celect platinum ivc filter to the right of the spine with 21.6 ° of rightward tilt relative to the posterior spinous processes. The maximal distance between the primary filter feet measures 23 mm. The resolution of the images are such that the secondary filter legs cannot be appreciated." Per imaging reviewer´s impression, ¿there are several potential explanations for the described advanced, but given the description of actions taken during the event, I presume the physician was not following the IFU which explicitly states that "while keeping slight back tension on the introducer" the release button should be depressed to release the filter. In the description of the event, it appears the physician was pushing the deployment system caudally in attempts to disengage the grasping hook from the ivc filter hook, which is exactly the opposite maneuver the IFU describes. In addition, excessive back tension could also inhibit appropriate deployment of the filter." It was assessed that because any discovered non-conformances were properly dispositioned before qc release, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. According to instruction for use, while keeping slight back tension on the introducer, push the release button completely to ensure proper release of the filter. Repositioning of the filter is no longer possible. The filter is now released. Warning: excessive tension during deployment may prevent the filter from releasing when the release mechanism is activated. There are adequate controls in place to ensure the device was manufactured to specifications. Based on the provided information an exact cause of the event is unknown. However, a likely cause is that excessive tension during deployment prevented the filter from being released. Besides the likely cause of excessive tension, the description of event also indicate that the physician pushed the filter off the deployment system, which is the opposite of what the instruction for use describes. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.